Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. Physical inspection found the motor was intermittently seizing which is known to contribute to system error. The motor assembly was replaced.